Event description:
It was reported that there was swelling in the right forearm of a pt leading to a fasciotomy. The surgeon who discovered the injury stated that the nibp cuff contributed to the injury. The nibp cuff was used on the same arm where an arterial line and an IV were inserted, as the left arm was involved with the pt's surgical procedure. The hospital filed a medwatch report. Ge healthcare received a copy of the medwatch report submitted by the hospital on (B)(6) 2012. In the medwatch report it is documented that: "the cuff did not deflate". On (B)(6) 2012, ge healthcare reconfirmed with university of (B)(6) medical center's risk specialist that the hospital's medwatch statement, "the cuff did not deflate", is incorrect. The hospital risk specialist confirmed to ge healthcare that the operating room surgeon reported to her that he found the involved nibp cuff deflated. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.